Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a bruise on her left anterior chest wall. Patient reported feeling a burning sensation and that the area was itchy. There is no indication that the patient was treated. There was no alleged device malfunction contributing to the irritation. Patient went to the hospital due to the reported bruise but it is unclear if any medical attention was received for the bruise. The medical outcome of the rash is unknown as follow up attempts were unsuccessful. Reporting out of an abundance of caution.